Event description:
The patient received inappropriate therapy for a-fib. The device had high pacing output settings. The output settings were decreased. The device vibrated for an extended charge time in 2008, but the device was not implanted until the following month. Physician is not satisfied with this charge time. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.